Event description:
In 06, the physician placed a xact stent into right ica. The tapered xact stent was successfully positioned and deployed. The procedure was performed without any complications. The pt was discharged to home in 3/2006. However, on 3/8/2006, the pt, "became lethargic, was taken to hosp where he was evaluated for cva and later in the night expired." Reportedly, the primary cause of death was "cerebral vascular accident."